Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeons is: (B)(6). Patient code captures the reportable event of unknown injury. Impact code has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a revision of mesh band of the vagina, posterior portion of the mesh sling with objects, scars and trans-obturator mid-urethral cystoscopy procedures performed on (B)(6) 2013 for the treatment of stress urinary incontinence from a previously placed pelvic mesh for kit scar band longitudinally and transversely as well as pain at the posterior fourchette. The patient was seen and examined who is not only bothered by stress incontinence, but also by dyspareunia and pelvic pain from her non-bsc pelvic floor mesh, implanted several years ago. There was a proximal anterior compartment transverse band, longitudinal bands on both sides going deep to the vaginal apex as well as tearing of the posterior fourchette. The patient also has dysfibrinogenemia seen by the physician recommending cryoprecipitate infusion preoperatively for her elevated inr (international normalized ratio). The physician discussed with the patient's procedure, risks, benefits, and complications of trans-obturator mid-urethral mesh sling including infection, bleeding, pain, failure of procedure, injury, mesh complications, urinary retention, FDA bulletins and alternatives as well as mesh revision, cutting of the scar bands, and revision of posterior fourchette including the following, infection, bleeding, pain, failure of the procedure, injury, inability to perform the procedure, persistent mesh band, persistent pain, bleeding and possible recurrent cystocele. All patient's questions were answered, and consent was obtained. Findings from the procedure were as follows: extremely adherent non-bsc mesh to the anterior compartment, dense scarification laterally on both sides, broken up sharply and bluntly. Scar bands were taken down laterally as they went to the obturator foramen as well as proximally to the sacrospinous ligament and transversely as well in the anterior proximal compartment. No injury to the bladder or urethra upon cystoscopy. Bilateral blue efflux of urine from both ureteral orifices. The patient was transferred to the pacu in stable condition at the completion of the procedure. As reported by the patient's attorney, the patient had experienced an unspecified injury.